Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, a cap on the sampling manifold popped off under pressure. The product was changed out. There was no patient involvement. There was no delay to the surgery, and the surgery was completed successfully.